Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (won't hold charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, cells 0, 3.874 and 3.703 of the battery tri-cells were mis-matched. The root cause for the mis-matched cells could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery sn (B)(4) and reported that it was unable to hold charge.